Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately/ calcified below knee. A sterling es / coyote es mr 1.5-20/143 was selected for use. During the first inflation at 6 atmospheres for 5 seconds, the balloon ruptured. The device was removed using normal method without issue and the procedure was completed with another of the same device. There was no patient injury as a result of this event.

Manufacturer narrative:
E1: initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately/ calcified below knee. A sterling es / coyote es mr 1.5-20/143 was selected for use. During the first inflation at 6 atmospheres for 5 seconds, the balloon ruptured. The device was removed using normal method without issue and the procedure was completed with another of the same device. There was no patient injury as a result of this event.

Manufacturer narrative:
(B)(6).